Event description:
Transfer chamber used on heaters. Over the last few months (about 3) rptr has had approx 12 out of 72 (17%) of these chambers to be defective. The problem has been one or more cracks in the gray plastic surrounding the filter material. Water flows through these cracks, fills the chamber and causes the heater not to heat properly.